Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated that the urine output was high in the patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated that the urine output was high in the patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.